Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient noted for high risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. While on support, urine output was less than 30 milliliters per hour and lactate dehydrogenase was slightly elevated. The patient was on p-9 and will continue to monitor for hemolysis. The patient was given one unit of packed red blood cells. A company representative reported that blood was administered because of bleeding from traumatic intubation, not as a result of impella usage. The p-level was turned down to 7 due to the urine becoming more red. The device was explanted and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.